Event description:
It was reported that the patient had an inappropriate shock due to supra ventricular tachycardia. Technical services discussed some programming options. The clinic reprogrammed the conditional zone to a rate of 220 and shock zone to a rate of 250. There were no additional adverse patient effects. The system remains implanted.